Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was reported that no further information will be released by the hospital or surgeon. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It was reported that the patient's hip was revised due to subsidence of the stem 2 months post-op. The cited cause or contributor for subsidence was that the patient had sustained a femoral fracture during the primary implantation that was addressed with competitor cerclage wire. Rep provided implant sheets from current and prior surgeries and reported that no further information will be released by the hospital or surgeon.